Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient. While mapping the coronary sinus with the tactiflex ablation catheter, the patients blood pressure decreased. A chest ultrasound was done and showed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The doctor believes he dissected the coronary sinus during sinus mapping with the ablation catheter.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.